Manufacturer narrative:
Follow-up #1: date of submission 04/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/15/2017 with the following findings: during investigation, the keypad was intact and all keypad buttons responded appropriately. The keypad cover was removed to find no contamination under the button contacts. No defects to the button contacts were found. The pump cover was removed to find no evidence of moisture. The keypad latch was fully closed and no damage to the keypad flex was found. The complaint of an under responsive ok keypad button was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 2/2/2017, the reporter contacted animas and alleged that the ok/enter button under responsive and the pump had under-delivered. The patient had a blood glucose (bg) of 424 mg/dl with polydipsia, did not test for ketones, and did not receive any unusual treatment. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported as the unresponsive buttons can lead to under/over delivery.